Event description:
Hill-rom received a report from a hill-rom technician stating the CPR will not work. The bed was located on 2w at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the CPR cables were disconnected from the handle. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected the CPR cable and the issue was resolved. Based on this information, no further action is required.